Event description:
Additional information received stating the incident occurred during scheduled maintenance.

Manufacturer narrative:
Evaluation results: one pneupac ventilator was received in used condition. The relief alarm pressure knob and air mix knob were missing on the device. The manometer needle was resting on the calibration line at > -2 cmh2o. This finding confirmed the customer reported issue. The manometer gauge and knobs were replaced. The device passed all functional tests after this measure was taken.

Event description:
Information was received that a smiths medical pneupac parapac ventilator had "no battery power, missing knobs, and the pressure gauge was out of calibration". No adverse effects were reported.